Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed to treat the dehiscence (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Hip bath, infrared lamp, suture removal. Does suture removal was performed during a surgical procedure or just routine removal at the doctor's office? Unk. Could you please clarify what do you mean by "3 quantity of product involved"? Please explain. 1 quantity of product was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a lateral perineotomy procedure on (B)(6) 2021 and suture was used. Post-operatively, on (B)(6) 2021 the patient complained of pain, wound dehiscence and the suture did not absorb. The suture was removed. There were no patient consequences reported. Additional information was requested.